Manufacturer narrative:
The lpa reagent lot numbers are 88726001 with an expiration date of 31-aug-2026, and 856635. The expiration for reagent lot: 856635 was not provided. The event was found to be caused by a known software issue. The investigation is ongoing.

Event description:
There was an allegation of a software issue affecting 28 patient samples on a cobas c 503 analytical unit involving tina-quant lipoprotein (a) gen.2 (lpa) reagent. Refer to the attachment to the medwatch for all patient data. Clarification on the exact dates of testing for the provided results were not provided. On (B)(6), a new lot of lpa reagent was calibrated on an analyzer that still had an existing cartridge of the previous lot of lpa reagent. On (B)(6) 2025, qc was performed and both levels of qc gave the exact same results for both reagent lot numbers. On (B)(6), several patient samples were tested on the older reagent lot, with the last remaining test on the cartridge giving a sample result of 42.5 nmol/l. Patient samples were subsequently tested on the new reagent lot and every result was 42.5 nmol/l. On (B)(6), the remaining reagent cartridge was recalibrated again which appeared to resolve the issue. The previously run patient samples that had a result of 42.5 nmol/l were reprocessed with different results. On 30-jul, a new reagent cartridge of the same lot was registered on the analyzer and the duplicate result issue reappeared. The new reagent cartridge was recalibrated and this resolved the issue again.

Manufacturer narrative:
A software malfunction has been identified on the cobas pro (c503) and cobas pure (c303) platforms affecting the calibration library. This defect allows the system to accept erroneous, non-monotonous calibrations for spline-type assays. When an erroneous calibration is active, the instrument fails to calculate new values and instead repeats the last successfully calculated result from any spline-type assay for all subsequent measurements, leading to identical and erroneous patient and qc results. The issue was investigated by the manufacturer (hht) and the roche team responsible for the calibration library. The investigation confirmed that the calibration library (part of the system software) is unable to process results using an invalid spline curve. Instead of flagging a calculation error or a failed calibration, the software default logic outputs the last valid result stored in the library from any spline-type assay. This behavior continues until a valid recalibration is performed. Customers were advised to only use one reagent pack for the affected spline-type assays per analytical unit; do not load standby reagent packs for the affected spline assays. The issue can be detected by running at least two different levels of qc at the same time. The issue has been corrected with the launch of software versions cobas pro sw 03-01 and cobas pure sw 01-04. All systems with cobas c 303 and cobas c 503 running spline assays need to be updated or upgraded to the latest versions: cobas pro - sw 03-03 (end of 2026). Cobas pure - sw 01-05 (as soon as possible).